Event description:
Customer reported that the battery would not charge. Resulting in pump shutdown despite the issues, there was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including using different wall adapters and charging cables, but the charging connection remained unstable. As a result, technical support arranged to replace the pump, confirmed that it was under warranty, and provided instructions for transporting and returning the faulty unit. The customer was informed of the need to switch to an alternate insulin delivery method, multiple daily injections, while awaiting the replacement.